Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not removed.

Event description:
It was reported to nevro shortly after the implant procedure the patient experienced bladder issues. The patient went to the ER and was catheterized. Follow-up indicated that the patient is currently using their device with effective pain relief and will be referred to a urologist.